Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction. H6: component code - additional information. H6: health effect - impact code - correction. H6: health effect - clinical code - correction. H6: type of investigation - additional information. H6: investigation findings - additional information. H6: investigation conclusion - additional information.